Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A 2.8 x 19 rx graftmaster covered stent was then advanced (with the aid of a 7fr guideliner) and the stent was deployed, but the stent was reportedly difficult to deliver and required post-dilatation up to 5.5 atmospheres (atm) before the perforation was sealed. Multiple aspirations (via pericardiocentesis) were performed to further treat pericardial effusion (with 2 liters of fluid removed); the lost blood was replaced with 4 units packed red blood cells. No flow (reportedly presumed to be thrombus) was then noted in the distal lad (where the 2.5 x 38 xience was implanted) and was treated via insertion of a microcatheter into the distal lad with injection of verapamil, restoring flow. To maintain flow into the distal lad, an unspecified 3.5 x 33 xience stent was then placed from the distal left main (lm) to the proximal lad (without overlap). The patient was given dual anti-platelet medication then transferred to the cardiac intensive care unit (ICU) in critical condition but was hemodynamically stable. Overnight, the patient continued to bleed primarily from the right common femoral artery impella pump access site. Patient lactic acid was above 12 due to metabolic acidosis which was treated with intravenous sodium bicarbonate as needed. Though medication was administered for treatment of disseminated intravascular coagulation (dic), the patient experienced hypovolemic shock and pulseless electrical activity (cardiac arrest) and expired the following day ((B)(6) 2016) while in the intensive care unit (ICU) reportedly due to the dic and not due to the graftmaster stent. A bedside echocardiogram did not show pericardial effusion but did reveal stunning of the lv. Reportedly, use of the graftmaster did not cause or contribute to any of these complications, did not cause or contribute to any clinically significant delay, and, in the opinion of the physician did not cause or contribute to patient death in any way. No additional information was provided. Patient was reluctant to undergo CABG due to the diffuse disease and 15-year history of chronic prednisone use for rheumatoid arthritis with subsequent poor wound healing. On (B)(6) 2016: intravascular ultrasound and angiodynography performed; serial echocardiograms performed to look for pericardial effusion and tamponade. Post-procedure impella pump cardiac output ranged from 2 to 2.5 and mean arterial pressure was greater than 60 on low-dose levophed. Concomitant medical products: guide wire: runthrough, guide catheter: 7fr guideliner, stent: 3.0 x 38 xience (x2), 2.75 x 15 xience, 2.5 x 38 xience, 3.0 x 33 xience, 3.5 x 33 xience. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The unknown 2.5 x 38 xience device referenced in describe event or problem and concomitant medical products is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2016, the patient was diagnosed with multi-vessel coronary artery disease. On (B)(6) 2016, an impella pump was inserted for left ventricular support pre-procedure. Angioplasty and stenting were performed as follows: two unspecified 3.0 x 38 mm xience stents were placed, overlapping, in the mid and proximal segments of the right coronary artery (rca). An unspecified 2.75 x 15 xience stent was placed in the 1st obtuse marginal (om1) coronary artery. Two unspecified xience stents (2.5 x 38 distally and 3.0 x 33 more proximal) were then placed, overlapping, in the mid to distal left anterior descending (lad) coronary artery. Orbital atherectomy was then performed in the proximal 2nd obtuse marginal (om2) to treat severe calcification, but resulted in a large perforation with a dissection and reduction of flow into the om2 along with subsequent cardiac tamponade. Initially, the perforation was managed via balloon tamponade and pericardiocentesis, but the patient became hypotensive and developed cardiogenic shock with patient health declining toward death. The patient was emergently intubated and chest compressions were performed, improving patient blood pressure. An unspecified 3.0 x 38 xience stent was placed in the distal lm to the mid om2, treating the dissection and reducing the perforation size in the proximal om2. Prolonged balloon inflations were continued at the remaining perforation area in the proximal om2.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy (wall apposition). There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.